Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient's right hip was revised. No patient complaints were reported to the rep. Intra-operatively, minor corrosion was observed at the stem/ neck junction. The rejuvenate modular stem and femoral head were revised. There are no allegations against the femoral head. Rep confirmed that no further information will be released by the hospital or surgeon.